Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown herbert compression screws; lot#: unknown. G2: foreign: egypt. G2: literature: fouaad, a.a., hegazy, g., alnahas, m. Et al. Lunate bone excision and scaphocapitate arthrodesis in late stages of kienböck¿s disease: a long-term prospective study. International orthopaedics (sicot) 49, 1143¿1152 (2025). Https://doi.org/10.1007/s00264-025-06458-8. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial wrist scaphocapitate arthrodesis. Subsequently, the patient experienced wrist stiffness, which was treated with pain medication and physiotherapy.